Event description:
Reporter stated that patient had reported they found a leak around the filter during tpn therapy. Once leak was noticed, patient changed set. No patient injury or medical intervention reported. Patient discarded set.